Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from sweden that this 68-y-o patient with an unknown valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of 6 years due to calcific degeneration leading to stenosis (ava 0.3cm2 and mean gradient 71mmhg). The patient presented with heart failure prior to the intervention. A transcatheter valve was implanted within the edwards surgical valve. The patient was transferred to total intravenous anesthesia (tiva) and kept in extracorporeal membrane oxygenation (ECMO) after the procedure. Reportedly, the patient was removed from ECMO one day after the intervention and moved to intensive care, where she was recovering well.

Manufacturer narrative:
The following sections were updated/corrected/added: d4, h4 and h6 (type of investigation, investigation findings and investigation conclusions). As the device remains implanted, a device evaluation was unable to be performed. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.